Manufacturer narrative:
Other applicable components are: product ID: 37702, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3998, lot# lb6195, implanted: (B)(6) 2003, product type: lead. Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: implantable neurostimulator. See manufacturer¿s report # 3004209178-2016-17071 for the previous ins device information/issue.

Event description:
Information received from the patient via the manufacturer's representative reported that the patient was told by the physician's assistant (pa) that they needed a new implantable neurostimulator (ins) battery. The battery status was "ok" but there were high impedances on contacts #0, 9, 11, and 20 (all out of ranged at 1.5 volts). It was noted that the patient has had a few falls in 2016 with the last one in the last 4 months or so which may have led or contributed to the issue. As an intervention the ins battery was replaced but the impedances were still high on the previously reported contacts. The surgeon was not a neurosurgeon so the leads were not replaced. It was noted that the extensions were not replaced as the surgeon felt it was more likely that it was the lead that was the issue considering the high impedances were seen on both extensions. Post operatively, the representative was able to program on the contacts that had normal impedances with the patient able to get full coverage of their painful areas. The issue was reported as resolved at the time of report and the patient status was noted as "alive - no injury." The indication for use for the implanted device was noted as non-malignant pain. Relevant medical history included a right upper extremity fracture and complex regional pain syndrome (crps).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.